Manufacturer narrative:
Visual inspection determined that there was no physical external damage to the device. The reported event of sparking was unconfirmed. During investigations the device was able to power on using known-good test power supply without any issues. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient reported sparking from the patient electronics device. The device was replaced and there were no adverse consequences reported by the patient.